Event description:
A malfunction occurred. There was no adverse impact to the customer's blood glucose level. The customer resorted to multiple daily injections (mdi) as backup therapy to maintain insulin delivery.